Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device was detecting by itself. There was no patient involvement.

Manufacturer narrative:
Additional information: evaluation summary: one 01-0043 console was received for evaluation. The investigation found a condition that may have caused or contributed to the reported event. The investigation found that the accessories were connected and scanned in an area without a sensor present and the system did not generate any alarms or a detection of the sensor. The accessories were reconnected simultaneously following the same test process with a sensor placed in the test area and detection alarm was generated during each trial. The front panel was removed to check for the ferrite ring and the ferrite ring was found to be installed. These ferrites have been known to cause issues with false positives. The investigation identified the root cause of the reported event to be the ferrite. Corrective action has been initiated. If information is provided in the future, a supplemental report will be issued.